Manufacturer narrative:
This supplement report being filed to correct 2112667-2019-00092. There is no complaint to summarize for model number 1009-9012-000, device problem code 2959. The summary report was submitted in error. This supplement report being filed to correct 2112667-2019-00092. There is no complaint to summarize for model number 1009-9012-000, device problem code 2959. The summary report was submitted in error.

Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The on/standby switch was replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9012-000 anesthesia gas machine experienced intermittent resetting resulting in a loss of mechanical ventilation. This report was from a single source. This event involved a patient. There was no patient information available.